Event description:
It was reported that a cerebral hemorrhage occurred, and the patient expired. An ekosonic endovascular device was selected for thrombolysis to resolve a thrombosis in the superficial femoral artery. The catheter was noted to have a broken hub, so it was removed and replaced with a new ekosonic endovascular device. There were no issues with the second catheter, and a total of 22mg of tpa was administered at 1mg/hr. When the patient was brought back to the lab the next morning, the clot was resolved, so the catheter was removed. A few hours later, the patient had expired from a cerebral hemorrhage.